Event description:
Hand rail became unlatched on clinitron ii air fluidized therapy bed causing employee injury. A pt was to be transported to the post anesthesia care unit (pacu) in the clinitron bed post surgery. 3 nurses and anesthesiologist readied the pt for movement; the side rails were raised and locked into position. At the direction of the anesthesiologist, the group was to move the bed in unison on the count of three. The nurse was using the handrail to start the clinitron bed moving. (Bed weighs 1630 lbs w/o pt) at this point, the side rail came off and the nurses hand causing them to lunge forward out of control. The nurse stated that they hit the floor with their tailbone, then their back and finally with their head at the end of the fall. Upon investigation the side rail was found to be loose. The ends of the latch were worn from use but would still latch the side rail in the up position; however, the rail was loose and would move back and forth about three inches in both directions. There were no warnings or instructions.